Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a returned questionnaire. The corneal burned occurred during sculpt mode. There was no occlusion bell. The surgeon placed one suture to ensure wound closure. The patient's condition has resolved with treatment.

Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿the surgeon reported a patient experienced a wound burn during a cataract with intraocular lens implant procedure. This occurred after removing the handpiece. Patient is doing well with visual acuity at 20/20 at one day post operatively. The surgeon had the technician switch the machine. The surgeon stated she hasn't had any problems since switching the machine. A completed questionnaire was received and reviewed. The patient was a (B)(6) year old male. The patient did not have any pre-existing ocular conditions or relevant health history including pre-existing medical conditions. The patient¿s uncorrected visual acuity on the left eye was light perception (lp). The best corrected visual acuity on the left eye was 20/200. The outcome of the event was noted as resolved with treatment. The corneal burn occurred during sculpt. The patient was not hospitalized as a result of this event. The wound resulted in a wound gape/leakage with one suture required to close the wound. The anterior chamber did not shallow or collapse. No occlusion bell was noted. The patient¿s eye level was noted as unknown with the comment, ¿I think level¿. The corneal burn did not result in post-operative astigmatism. The corneal burn did result in corneal opacity, persisted beyond one month post-operatively, and required surgical intervention. The corrective intervention corrected the symptoms. The surgeon noted this was the second corneal burn within the last two weeks. The surgeon noted she hadn¿t had a corneal burn in eight plus years. The surgeon used a 2.8 incision. The surgeon noted the handpieces and machine were checked. The company representative adjusted the sculpt mode from phaco power to torsional and she hasn¿t has any issues since. In the surgeon¿s opinion the cause of the event is unknown. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. There is no evidence which indicates the systems function attributed to the reported event.¿ no additional information was obtained from the customer. With no additional, related information provided, the customer reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: 2015-11701

Event description:
A surgeon reported a patient experienced a wound burn during a cataract with intraocular lens implant procedure. This occurred after removing the handpiece. Patient is doing well with visual acuity at 20/20 at the time of the event and one day post operatively.